Event description:
Device 2 of 2. Reference MFR report#1627487-2018-10527. It was reported that the stimulation on the leads decreased on its own. Reportedly, patient experienced fall multiple times. Lead diagnostics showed high impedances on 3245 lead and the 3163 lead migrated to the ipg pocket. As a result, surgical intervention may be pending to address the issue.